Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06921. The same patient is represented in each medwatch

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06921. The same patient is represented in each medwatch